Event description:
A health care provider (hcp) for a clinical study reported increasing low back and right lower extremity pain. On (B)(6) 2016, the device was interrogated where it was found that all electrodes except 0, 3, 4, and 5 had high impedances. The leads were reportedly explanted and not replaced on and the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.